Manufacturer narrative:
(B)(4). Quantity produced / imported: (B)(4) units of this batch code were produced, some units remain in stock. Review of the database indicates no other complaints related to this product code and lot number. Batch record review: products were manufactured with no deviations notes. Results of testing prior to batch release did not display any deviations. Analysis (s) sample (s): the unit was received in an open package. Visual inspection showed that it was packaged without a needle attached. Conclusions: the complaint is considered justified, as the product did not meet product requirements. Actions: production quality department has been alerted to this incident, all personnel involved in the production process will be informed.

Event description:
Country of complaint: (B)(6). Needle detachment, noted when package was opened.